Manufacturer narrative:
(B)(4). Not connecting all of the prescribed solution bags and leaving a clamp open on an unused supply line are known use errors. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely when performing peritoneal dialysis therapy. The guide instructs the user to close all clamps while preparing to load the disposable set. The guide also tells the patient to make sure that they connect enough bags of the right volume to be able to have a complete treatment. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient failed to follow therapy steps by not connecting all of their supply bags and leaving the clamp open on an unused supply line. This occurred during fill four of five of peritoneal dialysis on a homechoice device. The patient stated that they forgot to connect one of the solution bags and that they left the clamp open on that line while they were performing therapy. The technical service representative reviewed proper procedures with the patient and assisted in ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.